Event description:
Customer reports a blood glucose result of 700 mg/dl taken in 2006, on the advantage system which is outside the meter measurement range of 10-600 mg/dl. No action taken based on device result. No high blood symptoms reported with this result. The customer did not provide the location where the discrepant result was obtained. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.